Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient for a lobectomy procedure, three handles were used. When the handle that has completed charging (charger was illuminating green) was removed from charger, it did not start up no matter how long the wait. They had no choice but to take out a second handle. The second one started up, but when performed articulation before approaching to the patient's organ, there was a loud noise like the gears rubbed against each other, they stopped using the device, and a third handle was taken out to complete the surgery. The second handle was a replaced handle as a replacement due to an event a few months ago, although it has just been used in only six cases, strange noise was heard since the first case. On this day, the noise was louder than usual, so they stopped using it. When the sales representative visited and checked it, there was really a loud gear noise. There was no patient involvement.